Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the previous report, additional information given by the initial reporter, and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the ¿false contact in the camera" were caused due to poor water tightness of the cable unit, which also caused endoscopic image issues. Additionally, it was identified that the water tightness was lost due to deterioration of the coupler unit. Based on the results of the investigation, the most probable cause of the complaint is a component failure, which is expected or random component failure without any design or manufacturing issue. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a ¿false contact in the camera¿. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a ¿false contact in the camera¿. There were no reports of patient harm.